Event description:
It was reported that when powering on the programmer, the fan starts, but the programmer seems sluggish. The keyboard cover also needs repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer hesitates slightly when first turning the device on but boot up time is normal. It was also noted that the keyboard was loose inside the programmer and needs to be mounted back in place. Also, the media bay door latch was broken out and missing, the lower case was damaged and the display screen drops down when placed in the upright position.